Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the connector of the infusion set was defective. The caller alleged that the transfer set was not correctly connecting to the connector of the infusion set and that there was no audible click. The patient experienced elevated blood glucose levels. The customer alleged the infusion sets from a particular box were defective. The infusion sets were requested to be returned for product evaluation.